Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. The data download returned an 0x6a alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion, so the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 402 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated the cannula dislodged from the infusion site (arm). Mother also reported that patient tested negative for ketones, and there was bleeding at the site. As treatment, a new pod was applied and a correction was delivered. The patient's blood glucose history is as follows: (B)(6).